Event description:
Device 2 of 3. Ref MFR report # 1627487-2012-06676. Ref MFR report # 1627487-2012-06678. It was reported the pt has fallen on several occasions in the past. It was also reported the pt is experiencing stomach stimulation. One of the pt's leads is also causing discomfort. An impedance check revealed no anomalies. The pt plans to undergo surgical intervention. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.